Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation.

Event description:
During the procedure, inflation of the icast balloon had a nominal atm pressure between 8atm and 12atm however the balloon ruptured at 10atm. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
The customer reported that the icast balloon has a nominal inflation of an atm pressure of 8 and 12 atm for burst and the balloon ruptured at 10atm. Upon review of the returned device it was clear that there was a leak in the balloon, however the balloon was in a condition that does not seem to have been withdrawn back through a sheath as the balloon appeared to be opened and not tightly compressed from coming back through an introducer sheath. To determine where the leak in the balloon a 20cc insufflator with 20cc of water was attached to the inflation luer of the manifold of the catheter. The pressure was slowly increased however the amount of blood in the catheter shaft prevented the fluid from reaching the balloon. As a result, the catheter shaft was cut approximately 20cm from the proximal end of the balloon. A toughie borst adapter was placed over the catheter shaft and forceps clamped off the distal tip of the catheter. Then the 20cc syringe was attached to the adapter and the balloon pressurized. The balloon was found to be leaking just inside the proximal dilatation zone of the balloon. The hole in the balloon appears to be a puncture as the edges of the hole were pushed inward. The hole was very small but large enough to keep the balloon from reaching 12 atmospheres confirming the complaint. There were no other signs of damage such as fish eyes or chatter lines upon the surface of the balloon. The clinical details provided state the iliac artery was heavily calcified in the area being treated. The instructions for use state in the warnings and cautions section the following regarding calcific lesions. ¿do not use this device in heavily calcified lesions that are not amenable to pta or stent placement.¿ a review of the device history records shows that there were no non-conformance's noted and the product met all quality and performance requirements. There is no indication that a design, manufacturing specification, test method, manufacturing process, equipment or raw material was the cause of the complaint. A recurring lot number query was conducted for l/n: 510071 and there have been no other complaints associated with the production lot of finished goods. A historical review of CAPA and ncrs was completed, which did not identify any issues directly related to this complaint. A complaint history review did identify several related complaints involving balloon burst, which were associated with procedure complications that resulted in the rupture of the balloon of the catheter. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the results of the investigation it is likely that the balloon was ruptured on the calcific lesion during the procedure. As the complaint was confirmed to have a puncture of the balloon the complaint is considered confirmed, however there is no evidence to conclude that the icast covered stent delivery balloon was defective. Based on the results of the investigation the root cause is associated with the operational context of the procedure.